Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had failed battery alarm. The customer¿s blood glucose level was 176 mg/dl. Customer stated that the pump died. Customer stated got a failed battery alert and changed the battery and the pump never rebooted. The customer declined trouble shooting for failed battery. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no blank display anomaly noted during test.